Manufacturer narrative:
Citation: veldurthy s, shrivastava d, majeed f, et al. Incidence of infective endocarditis post-tpvr with melody valve in pediatric patients: a systematic review and meta-analysis. Curr cardiol rev. Published online september 16, 2024. Doi:10.2174/011573403x32487 8240903045701 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of the infective endocarditis (ie) incidence in pediatric patients after transcatheter pulmonary valve replacement (tpvr) with the medtronic melody valve. A total of four studies were included in the meta-analysis with a pooled study population of 414 pediatric patients who underwent tpvr with the melody valve. Overall, the authors found that 96 patients developed ie following melody implant. The mean duration of 2.18 years from melody implant to onset of ie was based on data available from three of the four studies (75 of the 96 patients with ie). For the remaining 21 patients with ie, the mean duration from valve implant to ie is unknown. No interventions or additional adverse effects were noted in the article.